Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 304 mg/dl, ¿mental fog¿, a headache, and anxiety. The cause of the reported issue was unknown. Reportedly, the customer required assistance administering a manual insulin injection to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.